Manufacturer narrative:
The customer's reported complaint description of patient experienced thrombosis/dvt cannot be confirmed given the patient centric nature of this serious adverse event (sae). The catheter detachment could also not be confirmed since no port/catheter product was returned to angiodynamics for evaluation. Potential root cause for a catheter tubing fracture/detachment failure mode is due to pinch-off syndrome, which is cautioned in the device directions for use (dfu). Thrombosis/clot formation is also cautioned in the dfu as a potential complication of port system use. A device history record review could not be performed since there was no reported lot number. Labeling review: the directions for use (dfu) that is provided in the smartport device contains the following directions and precautions: contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: · the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. · reuse of single-use devices creates a potential risk of patient or user infections. Contamination of the device may lead to injury, illness or death of the patient. · do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: · carefully read and follow all instructions prior to use. · strict aseptic technique is of paramount importance when implanting any device. · for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. · when using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. · after any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: air embolism, catheter disconnection or migration, catheter embolization, catheter fragmentation, catheter pinch-off, clot formation, drug extravasation (leakage), erosion of vessel and skin, implant rejection, infection, inflammation, thromboembolism, thrombophlebitis, thrombosis, necrosis of scarring of skin over implant area, vessel trauma. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Post-operative care: the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines: · each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. · follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2015, plaintiff underwent placement of an angiodynamics smartport port catheter product, with model number ct80stpd. This smartport device was comprised of a port body and a polyurethane catheter. The smartport device was implanted by dr. (B)(6), m.d, at (B)(6) hospital in (B)(6), and the purpose of implantation of the smartport was to administer chemotherapy. On or about (B)(6) 2021, plaintiff presented to (B)(6), with complaints of a non-functioning port. Upon evaluation, plaintiff's medical team determined to remove the smartport. On or about (B)(6) 2021, while hospitalized at (B)(6), plaintiff underwent an attempted removal of the non-functioning smartport, but the entire device could not be removed. The attempted removal procedure was performed by dr. (B)(6), d.o., who noted that a broken piece of the smartport's catheter could not be removed, and that a subsequent procedure would be necessary to attempt retrieval of the fractured catheter fragment. On or about (B)(6) 2021, plaintiff was transferred to (B)(6) hospital in (B)(6), to undergo a fragment retrieval procedure. The procedure, which was performed by dr. (B)(6), m.d., was successful in removing the retained catheter fragment. Following removal of the retained catheter fragment, on or about (B)(6) 2021, plaintiff underwent imaging, which revealed plaintiff was suffering from acute occlusive deep vein thrombus, and plaintiff was subsequently treated with anticoagulants.

Manufacturer narrative:
This report is being submitted to update g3 field to the correct aware date of 10/06/2025.